Manufacturer narrative:
A supplemental report is being submitted for corrections. H10: the serial number for the system reported controller has been corrected from (B)(6). Additional products: d4: expiration date: 31-jul-2019 / serial or lot#: (B)(6) d9: yes, return date: 21-jun-2021 h3: dev rtn to MFR? Yes h4: mfg date: 11-jul-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (con400607) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and the driveline connector. Additionally, visual inspection revealed cracks at the corner of the controller housing near the driveline port connector. An internal inspection did not reveal any evidence of fluid ingress. The observed cracks and contamination with the power ports and serial port are additional findings not related to the reported event. The most likely root cause of the observed contamination within the power ports and serial port can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00517125, the root cause of the hairlines crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Log file analysis revealed five (5) vad stopped alarms, three (3) high watt alarms, four (4) electrical fault alarms, two (2) vad disconnect alarms, and several reactivation events logged on (B)(6) 2021. A reactivation event was logged at 09:12:40, indicating an open phase on the rear stator, resulting in single stator operation. This was followed by another reactivation event at 09:24:30 indicating an open phase on the front stator and a subsequent vad stopped alarm at 09:24:31 due to an open phase on each stator. A reactivation event was then logged at 09:31:33 indicating an open phase on the rear stator, followed by a high watt alarm at 09:31:39 due to the increased power consumption required to run on a single stator. Several additional reactivation events were recorded and an electrical fault alarm was logged at 09:46:18 due to an open phase on the front stator, followed by a vad stopped alarm at 09:46:20 due to open phases on both stators. A vad disconnect alarm was logged at 09:46:28 indicating a physical disconnection of the driveline from the controller. Multiple additional electrical fault alarms and vad stopped alarms due to open phases, as well as high watt alarms, were recorded between 09:46:31 and 09:48:46. A vad disconnect alarm was logged at 09:49:09, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the vad disconnect alarms can be attribute to a physical disconnection of the driveline from the controller, as reported in the event description. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms, and vad stop alarms can be attributed to contamination in the driveline connector. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Additional products: controller 2.0 h6: img code(s): g04034, g04070 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c15 h6: FDA conclusion code(s): d01, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿controller 2.0 model #: 1420/ catalog #: 1420/ expiration date: 30-jun-2019 / serial or lot#: con400085 UDI #: (B)(4) device evaluation: no. No, device evaluation anticipated, but not yet begun mfg date: 04-jun-2018 labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) and controller had a driveline disconnection, resulting in a vad stop, vad disconnect alarms, high watt alarms during the vad restart, and intermittent electrical fault alarms. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.